Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated during a routine follow-up visit. It was noted that the patient had not been seen for over a year and it was likely that the device had reached a battery status of eol. No tones were able to be elicited with the application of a magnet.